Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as itchy where belt and te pads are. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed cortisone and zinc ointment, cetirizine, and momegalen for the blisters. Follow up indicated that the blisters improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.